Event description:
Surgeon was trying to remove a closure top from a pathfinder screw and broke the tips and bent the shafts of 4 drivers. Additional information received from the sales representative on 28 dec 2009. A male pt underwent primary fusion surgery on unk levels on an unk date. Sometime after the surgery, the pt experienced some back pain. The fusion surgery was successful, the construct functioned as intended so the pt underwent revision surgery to remove the construct. The hardware was difficult for the surgeon to remove and the prongs of this incompass universal driver broke and the shaft bent. The sales representative did not believe that the prongs that broke off fell into the surgical site and they were not in the surgical wound. The surgeon was finally able to remove the hardware using the damaged drivers. There was minimal surgical delay and no harm to the pt. These malfunctions have been associated with an adverse event in the past.

Manufacturer narrative:
Device is an instrument and not implantable. Requests have been made for return of product. Evaluation is pending upon completed investigation of the product. Device manufacture date is unk.